Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification and detritus buildup at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "fiber tip broke" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: (B)(4) joules of use and 04:12 minutes. The second fiber: (B)(4) joules of use and 09:40 minutes.

Event description:
It was reported that during a bph surgical procedure the fiber tip broke and physician removed fiber tip from the patient. The fiber was exchanged and the second fiber reportedly exhibited fiber tip broke and the tip was removed from the patient. The case was completed with a third fiber. Patient outcome: "ok" reported. No injury to patient reported. This report is for the first fiber